Event description:
Boston scientific (bsc) crm received info that this pt has experienced two syncopal episodes since implantation of this system in (B) (6) 2009. Additionally, low r-wave measurements were reported with this dextrus right ventricular lead. A bsc crm technical services consultant discussed programming options with the caller. The pacing system remains active in the pt and no other adverse events have been reported. This issue will be re-evaluated if additional details are received.